Event description:
Upon receipt of the device, the user reported the knob on the pole clamp came apart when it was tightened. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.